Event description:
The patient was undergoing a transurethral resection of the prostate (turp), when the physician noted smoke at the head of the penis. A burning smell was noted in the room. The electrode from the gyrus acmi plasmakinetic superpulse system was immediately removed from the patient and a cystoscope inserted to check for internal damage to the patient. None was noted. Upon examination of the gyrus hand piece, working element and cord, it was noted that the connection from the cord to the working element was charred. There was no evidence that the internal electrode was impacted by the equipment malfunction. The procedure was approximately 75-80 percent complete at the time it was aborted.